Event description:
The patient was implanted with a left ventricular assist device. According to the info received, a cardio CT scan was performed following the implantation of the pump and one week later, power elevations up to 14-16 watts were observed, followed by a decrease in the pulsatility index (pi), and then an increase in the pi. Approx 1 month post-implant, the patient was returned to the operating room for a pump exchanged due to signs of hemolysis.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.